Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the patient made a mistake and did not wash their hands. The patient was hospitalized on the same day as onset and was discharged six days later. On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Vancomycin, 1 gram in the first bag than every 5th day and inj. Megnova, 500 mg in each bag (the durations were not reported). Three days prior to the receipt of this report, the patient's pd effluent was clear, the patient was recovered from the event and was reportedly doing well. At the time of this report, pd therapy and remedial treatment were ongoing. No additional information is available.